Event description:
It was reported that angina and chest tightness occurred. An agent dcb mr 2.75 x 15mm was selected for treatment and used on (B)(6) 2023 with no issue. However, on (B)(6) 2024 the patient was experiencing angina and chest tightness that required nitroglycerin. An emergency catheter procedure was then performed.